Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned. .

Event description:
It was reported that the time and date were inaccurate. The customer was able to change the date and time to the accurate settings. There was no impact to the customer's blood glucose level.